Manufacturer narrative:
No report of patient involvement. The distributor performed a checkout of the system and confirmed the reported issue. The baffle shelf module connection was reconnected properly with the lever to resolve the reported issue.

Event description:
The hospital reported that, the faulty bag to vent switch prevents mechanical ventilation. There was no reported patient involvement.